Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the stardrive recess of the screwdriver head was rounded off. This was discovered during nursing setup; the instrument was noted to be defective. There is no patient involvement. This report is for a stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).